Event description:
Patient reported the lancet is not properly retracting inside of the device, resulting in the lancet protruding from the end-cap. Patient did not experience an unintentional puncture as a result. No patient injury was reported and treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.